Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-02479 addresses the alliance syringe and manufacturer report # 3005099803-2015-02548 addresses the cre balloon. It was reported to boston scientific corporation that an alliance ii inflation syringe and a cre balloon were was used for dilatation of the esophagus on (B)(6) 2015. According to the complainant, during the procedure, the balloon would not deflate and the needle of the syringe was reading inaccurately. It was also noted that the extension tubing from the syringe would not unscrew. The syringe and the balloon were exchanged and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the complaint device was performed and there were no issues noted. A functional test was performed and found that the gauge needle was able to maintain pressure at 10 atm for 30 seconds and no leaks were noted. The extension tube was able to be successfully detached and reattached and there was no issues noted to the luer. It is also probable that the device was mishandled during storage of the device in the hospital or during preparation of the device during the procedure. This could have led to the gauge receiving a shock causing damage to the internal mechanism of the gauge which would result in the gauge not operating to its specifications. However, this failure likely occurred due to anatomical/procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2015-02479 addresses the alliance syringe and manufacturer report # 3005099803-2015-02548 addresses the cre balloon. It was reported to boston scientific corporation that an alliance ii inflation syringe and a cre balloon were was used for dilatation of the esophagus on (B)(6) 2015. According to the complainant, during the procedure, the balloon would not deflate and the needle of the syringe was reading inaccurately. It was also noted that the extension tubing from the syringe would not unscrew. The syringe and the balloon were exchanged and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be fine.